Manufacturer narrative:
It was reported there was particulate in the syringe barrel. To aid in the investigation, two photos were provided for evaluation by our quality team. One photo shows a syringe with no packaging blister and two white specks on the edge of the syringe barrel rubber stopper. The second photo shows a syringe with no packaging blister and what appears to be a piece of plastic on the syringe barrel stopper. No other information could be obtained from the photos. A device history record review was completed for provided material number 302832, lot 2298186. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for these lots. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered. H3 other text : see h10.

Event description:
It was reported while using bd luer-lok¿ tip syringe only foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: particulate matter in barrel - for the one with smaller particulate, it was noticed immediately after removal from package, before any further use. Event 1 - smaller particulate fm. Event date - 2/28. Batch - 2298186. Return qty - (B)(4).

Manufacturer narrative:
Initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ tip syringe only foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: particulate matter in barrel. For the one with smaller particulate, it was noticed immediately after removal from package, before any further use. Event 1: smaller particulate fm. Event date: 2/28. Batch: 2298186. Return qty: 1.